Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: increasing ldh.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient¿s pump was exchanged due to suspected thrombus and elevated lactate dehydrogenase levels. Upon explant, the surgeon noted debris towards the inlet of the pump. It was also noted that an outflow bend relief had not been placed over the outflow graft during the initial implant. Since the outflow graft was found to be positioned properly and sutured securely, the surgeon decided it was not necessary to exchange the outflow graft. The inflow conduit and outflow graft were not replaced during the exchange, only the pump itself.

Manufacturer narrative:
Approximate age of device - 10 months. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device was initially expected to be returned for evaluation; however, it was reported that the device would not be returned for evaluation. A root cause for the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient was started on intravenous heparin at the time of the event; however, the patient's lactate dehydrogenase level continued to be greater than 1000 u/l. A ramp study was performed and it showed that the patient's aortic valve did close. The patient's inr goal and inr at the time of the event was between 2 and 3 and there was no diagnosis of a coagulopathy issue. The patient reportedly had a "wild coumadin regimen" of 20 mg/day. The patient was switched to pradaxa and her inr then became supra-therapeutic. It was reported that the patient had an injury related to alcohol consumption and was asked to stop drinking. The patient's inr leveled out when she stopped consuming alcohol and she had no further issues with her inr.